Event description:
A patient underwent spinal surgery consisting of seaspine's northstar system. Seaspine was made aware on (B)(6) 2023 that a (B)(4) occ screw, 4.0mm x 14 fractured in-situ. The fractured screw remained in the patient. The index surgery was on (B)(6) 2023.

Manufacturer narrative:
UDI # was inadvertently omitted in the intial report. This supplemental provided the UDI #.

Event description:
A patient underwent spinal surgery consisting of seaspine's northstar system. Seaspine was made aware on (B)(6) 2023 that a pc1714014 occ screw, 4.0mm x 14 fractured in-situ. The fractured screw remained in the patient. The index surgery was on (B)(6) 2023.

Manufacturer narrative:
The reported fracture was confirmed via photos provided by the customer however, the cause of the fracture was not identified. No other information regarding the reported event were provided by the customer other than the shank remained in the patient. There was no mention of any remedial actions or any adverse effects experienced by the patient, if any. Possible adverse events bending, disassembly or fracture of implant and components.